Event description:
It was reported to intuitive surgical that during a da vinci si hysterectomy procedure, the mega needle driver instrument tip insert fell into the patient. The insert was retrieved. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. During failure analysis the instrument was found with carbide insert missing from one of the jaw grips. The grip tip surface was found to be clean with no adhesive residue. No other physical damage was found.